Event description:
It was reported that during a da vinci-assisted nephrectomy retroperitoneal surgical procedure, customer reported the synchroseal cable coating melted. Customer replaced and continued the surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal was analyzed and the complaint was not confirmed by failure analysis. Customer reported a burnt smell from the device. Failure analysis could not verify the reported burnt smell. Visual inspection and testing showed the instrument was fully functional with no damage or performance issues. Intuitive followed up and confirmed that the instrument was not inspected prior to use. Cannula was inspected prior to use. Pin gauge was used to inspect the cannula. There was no damage to the instrument/accessory. Instrument connected properly. E-200 generator was used. No settings due to synchroseal. It occurred immediately after the start of the procedure. There was no collision with any other instruments. Instrument tip was in contact with tissue when the arcing occurred. Instrument did not touch any staples, clips or sutures. Jaws were no immersed in liquid. There was no injury to the patient. There was no post-surgical complications. Instrument is available for return. Images and procedure videos are not available.

Event description:
Refer to h11 for follow-up information.